Event description:
It was reported that the patient's artificial urinary sphincter was replaced for unknown reasons. A 4.5 cm cuff, pump, and 61-70 cm h2o balloon were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.